Event description:
It was reported that the patient's battery may be dead. The patient had radiofrequency on lumbar spine and a day or 2 later, the right hand tremor returned. The stimulator involved was implanted on the abdomen for the left vim, thus the left sided stimulator. The physician was unable to read it. This same stimulator had a battery voltage of 3.67v in (B)(6) 2013. It was discussed that both devices may need replacing.

Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2011: product type implantable neurostimulator; product ID 3387-40, lot# v003314, implanted: (B)(6) 2006: product type lead; product ID 748295, serial# (B)(4), implanted: (B)(6) 2006: product type extension; product ID 3387-40, lot# v003314, implanted: (B)(6) 2006: product type lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006: product type extension. (B)(4).